Event description:
A fireman called to help line and stated that he is with the customer and wants to know if the customer's pump is delivering their basal rates. The help line technician requested to speak with a family member and spoke to customer's family member. The family member reported that the customer was "out of it" due to low bgs. The family member indicated that most recent bg reading was 274 but they wanted to verify if the pump was delivering insulin. Troubleshooting was performed. The family member stated that the basal rate setting is correct.